Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited intermittent loss of capture resulting in a rv lead revision procedure. The helix of the lead did not retract back during the revision procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.